Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philips technical support troubleshot with the customer over the phone and the issue was unable to be duplicated. During follow up with the customer, it was reported that no additional issues were observed with the device and the device was returned to use.

Event description:
The customer reported a single instance of an error code indicating a high blower temperature. There was no patient or user harm reported. The event date was not specified; estimate used.